Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap; the fiber proximal to the fracture was found to rotate independently of the metal cap. Mild devitrification at the output window was also observed. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber twisted/observed to rotate independently of the metal cap at 38,275 joules of use. The procedure was completed using a second fiber. Pt outcome: "no damages to the pt."